Event description:
It is reported that choking occurred.During a pulmonary vein isolation for a Concomitant (Index) procedure, a FARAWAVE Ablation Catheter was selected. When the patient was transferred, the patient was still under anesthesia, with both pupils equal in size and round, about 2.5mm in diameter, responding promptly to light. The lips were cyanotic, limbs were cold, and peripheral circulation was poor, with no palpable arterial pulse. Vital signs were T: 36.2C, HR: 92 bpm, R: 18 breaths/min, NBP: 58/38 mmHg, SPO2: 68%. After the patient's vital signs stabilized relatively, the medical staff prepared emergency equipment, and accompanied by family, went out for a CT scan at 16:30. After the examination, the crew returned to the ward, and on rechecking, the patient's vital signs were HR: 82 bpm, R: 15 breaths/min, SPO2: 94%, NBP: 95/61 mmHg. The suspected cause of the complication is a suffocation caused by a drop in oxygen saturation. Due to a serious deterioration in the health of the patient there was a prolongation of existing hospitalization. Also, norepinephrine (IV/IM Medication adjustment) is given as a corrective action. It is reported that the interventions were using a ventilator for assisted ventilation, blood gas analysis, administer 40 micrograms per minute of norepinephrine to raise blood pressure, and administer remifentanil and etomidate injection for sedation. The patient underwent CT examination and also received bronchoscopy and lung lavage at the bedside, as well as imipenem for anti-infection. After the interventions, ventilator-assisted ventilation and staying in the EICU (Emergency Intensive Care Unit) was present until the patient's condition stabilized; they were weaned off the ventilator and were able to get out of bed and move around.

Manufacturer narrative:
D2a: Common Device Name: Percutaneous Cardiac Ablation Catheter For Treatment Of Atrial Fibrillation With Irreversible Electroporation; reported here as the Common Device name exceeded the character limit for designated field.